Manufacturer narrative:
The main component of the system and other applicable components are product type: recharger. Product ID: 37761, serial# (B)(4), product type: recharger. Product ID: 37761, lot# serial# (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that ins recharger showed the warning screen 'charge ins recharger'. Patient plugged the recharger in the wall and it was not taking a charge. Desktop charger light was on and connector pin looked fine. Patient said they woke up in pain the morning of the report and was in a lot of pain. A replacement recharger was issued. Additional information stated that when patient plugged the replacement recharger into the desktop charger, they "at first gets a good connection" (the desktop charger would start charging the ins recharger), but then the recharger beeped and showed the charge recharger battery screen. Patient reported that they unplugged the desktop charger and plugged the desktop charger in already but that did not resolve the issue. Patient confirmed that recharger was not beeping during the report and refused to do a recharger reset. Recharger was not charging up due to broken connector on desktop charger and a desktop charger was sent. Additional information received from patient stating that patient tried to charge th eir ins but saw the 'charge your recharger' warning message. Patient plugged the recharger into wall outlet to charge and patient saw the same message. Patient said they were in a lot of pain and the ins was implanted to control their back pain. Desktop charger has a bent connector pin. A replacement desktop charger and a recharger were sent. Patient called back again regarding recharging equipment, as they were having the same concerns that were not resolved. Patient stated they kept having trouble with the devices repair was sending and they were not working right. Patient reported they saw the charge your recharger battery message. Patient was able to briefly start a ins charging session during the call with 8 coupling bars however the ins recharger battery icon appeared empty and the ins charging session was interrupted with the low ins recharger battery warning message. A replacement recharger was sent. No further complications were reported as a result of this event. Patient's relevant medical history includes patient had back surgeries and metal in their back because they had stenosis of the spine, but confirmed that these symptoms were unrelated to their spinal cord stimulation device. Patient stated that the implant treats the pain from the stenosis of the spine.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from consumer stating that patient was in pain and need assistance. No further complications were reported as a result of this event.